Manufacturer narrative:
Device received with stripped battery cap coin slot(p) and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the inspect the insulin pump due to possible delivery anomaly and noticed cracks. The customer¿s blood glucose level was 227 mg/dl. Customer stated that the battery lip was damaged. Troubleshooting was performed. The insulin pump will be returned for analysis.